Event description:
Customer reported that a touchscreen on their pump was cracked and shattered, resulting in an unresponsive and illegible display due to the pump being dropped. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.